Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited low impedances of less than 200 ohms, loss of lv capture, and was noted to generally not be functioning appropriately. A revision procedure was subsequently performed to replace the lead. No adverse patient effects were reported.

Manufacturer narrative:
It was noted that the lead would not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.